Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke. However, it is unknown at this time when or how the device broke.

Manufacturer narrative:
Visual inspection of the tibial articular surface provisional confirmed that the device was fractured into two fragments and that there are no missing pieces. The fracture is proximal to the medial edge of the central post. The reported issue has been previously investigated and a device history record review is not required. The device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. There is no information regarding the surgical technique. The device was in the field for over two years but used an unknown amount of times. Based upon this information, the root cause can be said to be wear and tear from use.